Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8583, lot# n343173, implanted: (B)(6) 2012, product type accessory; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that an infection was confirmed. Cultures were performed from cerebrospinal fluid and showed stenotrophomonas maltophilia. It was clarified that the whole system was explanted.

Event description:
It was reported the patient experienced ¿additional pain¿ and a magnetic resonance imaging (MRI) was done six weeks ago. Following the MRI the patient experienced a loss of efficacy. The physician did a dye study in the last 10 days and was able to aspirate, thus, the catheter was patent. The patient had a refill three weeks prior and the patient stated it was leaking from the puncture the day of the refill. It was unknown how long it lasted but it wasn¿t leaking on (B)(6) 2014. The patient believed the area over the pump was infected. The patient followed up with the physician and it was indicated the area was puffy, red and ¿looks weird¿. The patient was given antibiotics, a cbc was done and the pump was programmed to minimum rate mode. The pump was delivering dilaudid. Additional information reported the patient experienced pain and tenderness at the pump site. The suspected infection was located at the pump pocket. It was indicated it was unknown if there was an infection. The pump was explanted.